Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient from denmark receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal "3mg" 3000mcg at a dose of 1250mcg. The pump's indication for use (IFU) was listed as cp (cerebral palsy). On (B)(6) 2015, a critical alarm occurred due to a motor stall; the stall recovered on (B)(6) 2015. The pump eri (elective replacement indicator) was 13 months. The patient was not feeling good. "Peroral" had been established 10mg 4x/day and the pump was decreased from 1250mcg to 146mcg. The pump was going to be monitored for 3-4 days. The issue had not resolved. The patient status was "alive-no injury". On (B)(6) 2015, additional information was received from a manufacturer representative (rep). It was reported that the pump had been explanted on (B)(6) 2015 and was sent in for analysis. Additional actions taken were reported as "they talk about using 2000 mcg baclofen". The pump was replaced and "all is normal again". The patient was reported a "fine".